Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator alarmed for communication error, disabled valves and expiratory channel failure during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
The investigation of the reported failure has been completed. The ventilator was investigated on-site by the biomedical engineer and our field service engineer. The reported alarms were not reproduced and no fault was found. The expiratory channel pcb was replaced as per service manual recommendation and returned for investigation. The returned expiratory channel pcb was simulated use test in a reference ventilator. The pre-use checks and test in ventilation mode passed without deviations. Investigation of the returned expiratory channel pcb did not reproduce the technical error codes or malfunction. The evaluation of the ventilator logs confirmed the generation of the technical error codes. The technical error codes were followed by clinical alarms such as; apnea, respiratory rate low, peep low, o2 concentration low and expiratory minute volume low, that all indicates that the ventilation stopped. The log shows that after the restart of the ventilator, turn off and turn on by the user, the technical error codes were not reproduced. The cause to the reported error codes has not been determined by the investigation of the returned expiratory channel pcb since the reported failure was not reproduced. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).